Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: follow-up call made to customer on (B)(6) 2018. Customer had contacted her doctor who told her to continue to monitor and that if her results did not go down to call for medical assistance. Caller had tested again and obtained a result of 380 mg/dl non-fasting. At call back on (B)(6) 2018, the customer condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Additional blood tests were performed using the truemetrix meter.

Event description:
Customer wanted to know what a hi meant because she tested 3 times and got a reading of hi. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl; expected non-fasting blood glucose test result range is 150 - 300 mg/dl. At the time of the call the customer reported symptoms of increased thirst, increased urination, fatigue and blurred vision. Customer declined the need for medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 563 mg/dl and hi using truemetrix meter. Customer had administered 8 units of lantus prior to call; after obtaining the result of 563 mg/dl, the customer administered 8 units of lispro during the call. Caller was advised to contact her doctor as had obtained result of hi after taking lispro. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is less than one month. The meter memory was reviewed for previous test result history: (B)(6). Customer doesn't feel the meter is wrong because she was having symptoms at the time of the call.

Event description:
Customer wanted to know what a hi meant because she tested 3 times and got a reading of hi. The customer is concerned with tests results from results obtained of hi. The customer's expected fasting blood glucose test result range is 80 - 120 mg/dl; expected non-fasting blood glucose test result range is 150 - 300 mg/dl. At the time of the call the customer reported symptoms of increased thirst, increased urination, fatigue and blurred vision. Customer declined the need for medical attention at the time of the call. During the call on (B)(6) 2018, a back to back blood test was performed by the customer non-fasting and produced test results of 563 mg/dl and hi using truemetrix meter. Customer had administered 8 units of lantus prior to call; after obtaining the result of 563 mg/dl, the customer administered 8 units of lispro during the call. Caller was advised to contact her doctor as had obtained result of hi after taking lispro. The product is stored according to specification in the bedroom. The test strip lot manufacturer's expiration date is 01/31/2019 and open vial date is less than one month. The meter memory was reviewed for previous test result history: 1 563mg/dl 3/4 11:48am n/f, 2 hi display 3/4 11:13am n/f, 3 hi display 3/4 11:12am n/f, 4 hi display 3/4 11:12am n/f, 5 201mg/dl 3/3 7:49pm n/f, 6 355mg/dl 3/2 1:14pm n/f, 7 159mg/dl 3/2 8:52am f, 8 420mg/dl 3/1 8:00pm n/f, 9 220mg/dl 3/1 2:29pm n/f and 10 541mg/dl 3/1 8:21am n/f. Customer doesn't feel the meter is wrong because she was having symptoms at the time of the call.

Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip UDI# (B)(4). Note: follow-up call made to customer on 03/26/2018. Customer had contacted her doctor who told her to continue to monitor and that if her results did not go down to call for medical assistance. Caller had tested again and obtained a result of 380 mg/dl non-fasting. At call back on (B)(6) 2018, the customer condition had improved and she did not currently have any diabetic symptoms. No medical intervention was needed since the last call. Additional blood tests were performed using the truemetrix meter.